Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) has frequently prompted user advisory (ua) 45 (not at "home" position after power-on/restart) messages" was confirmed based on the archive data review, but not confirmed during the functional testing. The customer suspects a worn-out component, which was not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The root cause of the ua45 error observed by the customer was due to the drive shaft not being at the "home position." If the lifeband is not completely pulled up (fully extended) before use, the encoder shaft will not be at the "home" position. The autopulse functioned as intended by triggering ua45 when the driveshaft was not at the "home" position. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Upon visual inspection, unrelated to the reported complaint, noted a small crack on the handle of the front enclosure, likely attributed to user mishandling, such as a drop. The front enclosure needs to be replaced to address the observed physical damage. The archive data indicated several ua45 messages, thus, confirming the customer's reported complaint. Further review of the archive data indicated ua07 (discrepancy between load 1 and load 2 too large), ua17 (max motor on time exceeded during active operation), ua18 (max take-up revolutions exceeded), and ua19 (max applied load exceeded) messages around the reported event date. The observed uas are unrelated to the reported complaint. Based on the archive, the customer cleared the observed error messages. The autopulse platform passed the functional testing without error or fault. The driveshaft was rotating smoothly and as expected, and no malfunction was found on the encoder integrated gearbox. Further, the autopulse platform was stressed out by initiating take-up, simulating end take-up by pressing the load plate, pulling the lifeband up completely, powering the platform off, then on and repeating the steps approximately five times, and the platform passed all the tests. The customer reported ua45 was not reproduced during the functional testing and the autopulse platform functioned as intended. The uas observed in the archive were not reproduced during the functional testing. The brake gap inspection was performed to determine the root cause of ua17, and no malfunction was noted. Nevertheless, the brake gap was cleaned, and verified the brake gap was within the specification as a preventive precautionary measure to address the ua17 message. A load cell characterization test was performed to determine the root cause of the ua07, ua18, and ua19 messages. The load cell test confirmed that both cell modules function within the specification. The autopulse platform was subjected to a run-in test using an instrumented manikin and lrtf (large resuscitation test fixture) for approximately 15 minutes each with no issue. The autopulse platform functioned as intended. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position, or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. User advisory 19 indicates that the load plate has detected too much weight being applied (> 270 lbs. /123kg). Press restart to clear the ua. Per the battery hangtag - advisory codes description and action, user advisory 18 indicates that autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR zoll is awaiting customer approval for service repair.

Event description:
The customer reported that their autopulse platform (sn (B)(4)) has frequently prompted user advisory (ua) 45 (not at "home" position after power-on/restart) messages upon powering on, and the customer has to clear the ua often. The ua45 has repeatedly occurred during the shift check and patient event. The customer could clear the ua45 each time; however, the ua would frequently return. No consequences or impacts on the patient. The customer suspects a worn-out component and requested evaluation.